Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was near target at 116 mg/dl. The customer reverted to manual insulin injection, and had a bg level of 60mg/dl due to administering too much lantus, which was addressed by consuming carbs (orange juice). It was confirmed that the customer had manual insulin injections available as alternate insulin therapy.